Manufacturer narrative:
(B)(4).

Event description:
A sentrant introducer sheath was used during the endovascular treatment of an abdominal aortic aneurysm. A sentrant sheath was placed in the patient's left femoral artery following implant of a 16 fr delivery system contralateral limb stent graft. It was reported that the sentrant sheath was seen to leak blood at rate of approximately 1 drop per second from the central lumen where a 0.035" wire was passed through. The surgeon confirmed the wire was through the central lumen of the sheath and that the leak originated from the lumen where the wire entered the sheath. No clinical sequelae were reported and the patient is fine. The device was discarded by the user facility.